Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery connector in the power module was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline connector clip on the power module (pm) (ppm-09100) was confirmed through visual inspection. The returned power module was observed to have damage to its streamline connector clip upon arrival. Due to the damage, the unit did not power on. The unit was unable to be functionally tested at the european distribution center and was scrapped. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: fluid ingress. Review of the device history record for the power module, serial number ppm-09100, showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate IFU (rev. B) section 3 ¿ ¿powering the system¿ instructs users to keep the power module and mobile power unit dry and away from water or liquid. Heartmate 3 instructions for use (rev. B) section 4- ¿heartmate touch communication system¿ and heartmate 3 patient handbook (rev. B) section 6 - ¿cleaning and maintaining equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 patient handbook (rev. B) and heartmate 3 instructions for use (IFU) (rev. B) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.